Event description:
A customer reported via phone call indicating that they were hospitalized for a low blood glucose level of 35 mg/dl. The customer stated that they did not know if they injected fast acting insulin or long lasting insulin in their body which cased their blood glucose to drop low. The customer's spouse called the ambulance to rush the customer to the hospital. The customer was treated with insulin shots. The customer suffered bruises from being in restraints at the hospital and now wants to sue the hospital. The customer also stated that they tripped and fell talking out the trash when they had gotten home after the hospital. The customer was assisted with resetting the date and time on their pump, because the customer was off the insulin pump during their hospital stay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.